Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated symptoms the patient experienced related to the intermittent motor stalls included potentially, increased spasticity according to the patient¿s mom. The cause of the motor stalls was unknown. In regard to if an empty pump was confirmed in the event logs, the pump was confirmed to have drug in it, 13.2 milliliters per the printout. Regarding if the event had been resolved it was noted the pump was removed and placed in the mail on 2018-(B)(6). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that it was later determined that a ¿bmf magnet¿, caused the intermittent motor stalls. The patient¿s mother had the magnet clipped to the patient¿s collar and this was causing the motor stalls. The strength of the magnet was thought to be 29 gausses.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of 2018-(B)(6): lioresal with concentration 2,000.0 mcg/ml at a dose rate of 268.2 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown baclofen 2 ,000 mcg/ml at 268.2 mcg/day via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2018 during normal use. It was reported the rep responded to a text and call from the national answering service (nas) at 3:40 am. The rep called the children¿s emergency room (ER) to speak to the doctor, but he had already left so they gave the rep the pager of the hospitalist that was going to admit the patient. She called back, and they discussed previous catheter issues [refer to manufacturing report 3004209178-2017-23720 regarding the catheter issues] and her being scheduled for a catheter revision and possible pump replacement and that they pump may be empty. It was noted they were going to admit the patient. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The pump was read in the ER and the logs were viewed which showed apparent intermittent motor stalls noted back to (B)(6) 2018. The doctor was notified and on his way in. The doctor was shown the printout and he arranged for transfer to a children¿s hospital for a pump replacement and possible catheter revision later on the date of this report. It was noted any explanted product would be requested so it could be returned for analysis. Actions/interventions included the patient was scheduled for emergency replacement surgery later on (B)(6) 2018. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight was (B)(6) and medical history included spasticity secondary to cerebral palsy and pulmonary issues. No further complications were reported/anticipated or expected. No further complications were reported/anticipated or expected.